Event description:
Additional information was received that the patient's ipg was replaced on (B)(6) 2023. Effective therapy was established post operatively.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient's ipg is inoperable, as a result the patient lost therapy. Surgical intervention is planned to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.